Event description:
Customer's daughter called to report a hospitalization due to low blood glucose. The current blood glucose reading is 116 mg/dl. Caller stated that the paramedics were called to treat low blood glucose. The blood glucose reading at the time of the event was 46 mg/dl. The insulin pump was exposed during a MRI and cat scan. The displacement test passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.